Event description:
Within minutes of turning the shaver on, it becomes very hot and shuts down the control unit. No case; no patient impact.

Manufacturer narrative:
Although anticipated, the device evaluation has not yet begun. When the evaluation is completed a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
One powermax elite service replacement, part number (B)(4) was received on (B)(6) 2015 and confirmed to be serial number (B)(4) as reported in the complaint. The reported complaint has been confirmed. Unit failed functional testing and gave a ¿motor stall¿ error when using a d2 control unit. A visual inspection has found kinks in the cable approximately 3 to 4 feet from the connector end that is believed to be crush damage possibly caused by the wheels of a heavy cart or gurney. This damage is causing the hand piece to short circuit and is the most probable cause of the reported complaint. All hand piece functions returned to normal when the cable was replaced. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is warranted at this time. (B)(4).